Manufacturer narrative:
Additional information was received that the physician wanted to replace the ipg to accommodate the lead. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.